Event description:
Rep reported that doctor implanted a codman microsensor in a child. The pt pulled in the sensor and it loosened from the transducer end. It then read no transducer detected on the monitor. The microsensor was then explanted. A new sensor was implanted for this patient.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The supplier performed this eval and during the eval a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: wires were broken inside catheter; catheter was torn inside strain relief; catheter is severely kinked in multiple places; sealant lifting; sutures and tape on catheter; unable to test. Based on the above evaluation, it appears that inappropriate use by the customer/patient has caused the actual damages and the difficulty reported. No further action is required. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed.